Manufacturer narrative:
The insulin pump passed the functional testing, including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump was received with minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Nurse (B)(6) reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was over 600 mg/dl and resulted in customer going to the ICU. Customer was treated for their high blood glucose levels with manual injections and was experiencing shortness of breath. Customer was wearing the insulin pump at the time of the hospitalization. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.